Event description:
It was reported, to medtronic minimed. That the customer, experienced pump error alarm and rewind anomaly. The customer reported, no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed. Customer was able to clear the error, but was unable to complete the rewind process. Instructed the customer to discontinue pump use and revert to backup plan, as per health care professional instructions and place the pump in storage mode. No harm requiring medical intervention was reported. Mmt-1885 was requested. And customer response was, the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided, due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further information will follow, once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The sc1-cap / test reservoir locked in place properly. The pump passed self test. The pump was received with a pump error 43 alarm during rewind due to a corroded motor home switch. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 43 alarm. Pump error 43 was found in history file on (B)(6) 2024 10:49:13.000. Successfully downloaded history files and traces using thump software. The pump was cut open and traces of moisture on motor assembly noted during visual inspection. No moisture on electronic assembly noted. The pump was received with minor scratches on lcd window and scratched case. In summary, customer alleged pump error alarm unspecified confirmed due to pump error 43. Pump error 43 was found in history file on (B)(6) 2024 10:49:13.000. Exposed to moisture on motor home switch noted during visual inspection. Rewind anomaly confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.